Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital. The patient developed an infection/vegetation around the device system due to gangrenous toe. As a result, this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.